Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.1, lab: 2.1. Patient's target therapeutic range is 2.5-3.5. Results done within an hour of each other. Patient reports spots and bruising. Patient's medication was increased.

Manufacturer narrative:
Pending